Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted complaint record ID (B)(4).

Event description:
It was reported by the customer through emergency support program that the sensation 34cc had fiber optic sensor failure alarm on a cs300 during use. Nurse stated that the attending had advanced the catheter at the bedside and following the repositioning, the alarm was present. She denied any kink or fold in the fo cable and stated that she had already unplugged and re plugged the fo sensor cable once before. Esp personal asked her to repeat the step, verifying that it was arrow to arrow and seated appropriately. Esp personal then reviewed the steps to transition from fo to transducer as the pressure source and requested she coil, tape and label the fo cable as fiber optic sensor failure. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (investigation findings).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, type of investigation, investigation findings, investigation conclusions h11. A ccu nurse (B)(6) called for help regarding a fiber optic sensor failure alarm on a cs300 during patient use no patient harm occurred she reported that the alarm began after the attending physician advanced the catheter at the bedside (B)(6) confirmed there were no kinks or folds in the fiber optic cable and had already tried unplugging and reconnecting the sensor once she was instructed to repeat the reconnection step ensuring proper alignment and was then guided on how to switch the pressure source from fiber optic to transducer she was also asked to coil tape and label the fiber optic cable as fiber optic sensor failure do not use complaint details were collected and (B)(6) expressed appreciation reporting no further needs. The product was returned with the membrane completely unfolded and blood found on the exterior between iab and sheath and traces inside the inner lumen the maquet sheath was returned covering the membrane of the iab the device was returned cut and the extracorporeal tubing and sensor cable were not returned for evaluation a fiber optic break was found approximately 221cm from the iab tip. The reported failure was confirmed by a evaluation a fiber optic break was found within the membrane a lot history record review was completed for the reported product no nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile the IFU addresses the reported failure there were no ncmrs identified which could cause or contribute to the reported failure the investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit the complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a.